Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the repeated errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and system logs found errors c-83, m-02, and u-02. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using system. The unit powered on and successfully cauterized across all ports and instruments without an issue. A review of the erbe internal log revealed additional error c-00 and m-02. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated m-02 errors occurred when attempting to use bipolar energy. The intuitive tech support engineer (tse) guided the caller through power cycling the erbe; the m-02 error appeared instantly. The tse advised that the erbe may not be available for the remainder of the procedure. The procedure was completed using a backup force triad generator. There were no reports of patient injury.

Manufacturer narrative:
The following annex codes have been updated: c13 - operational problem identified to c24 - malfunction observed without conclusive finding. D15 - cause not established to d1501 - cause linked to device but unable to trace more specifically.

Event description:
Refer to h11 for follow-up information.